Event description:
A customer reported a temperature alarm issue with their insulin pump, but there was no adverse impact on their blood glucose level, which did not exceed 500 mg/dl. The customer was unable to clear the alarm and resume insulin delivery, leading to tandem technical support deciding to replace the pump. The customer did not have a backup therapy and was instructed to contact their healthcare provider. Tandem technical support provided instructions for putting the malfunctioning pump into storage mode, confirmed the shipping address, and advised the customer on steps to take upon receiving the replacement pump. The pump was still under warranty, and a replacement was sent without requiring a signature for delivery. The customer understood all instructions, including returning the faulty pump within 10 days using a provided return box and pre-paid label.